Event description:
It was reported that (2) al326 device was used during an unknown procedure. It was reported by the rep that the clips were sticking. A new device was opened to complete the case. There was no consequence to the pt.